Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to placement and removal difficulties. Also, helix extension issues were observed when trying to deploy the lead inside and outside the body with and without using stylets. This lead was successfully replaced. After product analysis was performed, a fractured inner coil near the terminal pin was confirmed. No additional adverse patient effects were reported.